Manufacturer narrative:
Concomitant medical products: product ID: 419488 lead, implanted: (B)(6)2014; product ID: dtbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the right ventricular (rv) lead triggered a lead warning for high and undefined bipolar pacing impedance. It was noted that the impedance had been trending upward but drastically increased on the date of the transmission. The lead was capped and replaced the following day. No patient complications have been reported as a result of this event.